Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. It was noted that the connector pin of right ventricular (rv) lead detached during a tug test damaging the insulation the rv lead was capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.